Manufacturer narrative:
The involved heater-cooler underwent deep disinfection at a third party service provider in the USA. This process is currently being validated. The device will remain in quarantine until livanova (B)(4) gets clearance on the validation of the deep disinfection procedure supplied by the third party service provider. Corrective actions are in progress for this type of issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium peregrinum. There is no known patient involvement.